Event description:
The customer reported the system would not product x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. System operates as intended.